Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump delivered less insulin than expected during bolus delivery. Customer's blood glucose was 240 mg/dl. Reportedly, contact declined to perform troubleshooting with tandem technical support. Customer reverted to injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.